Event description:
Transferring patient to commode in room. Patient became unresponsive, apneic, bradycardic and had a six second pause- asystole. Patient was bagged x 2-3 breaths and returned to baseline level of consciousness (loc) and asked "what is wrong?"monitor did not alarm during this time!!upon investigating monitor history, reporter found that the monitor did not alarm for bradycardia or asystole and was never counted lower than 62 in spite of clearly being in asystole.